Manufacturer narrative:
(B)(4). Customer returned pump for alleged unresolved loss of communication found on (B)(6) 2022. Pump passed functional testing including displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active currents measurement and self-test. Pump successfully pair with test sensor. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Pump successfully pair with test sensor. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, damaged display window cover, and cracked case. Alleged unresolved loss of communication not confirmed. Pump passed testing and successfully updated and paired with test sensors. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported communications issues with the pump and transmitter. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.